Event description:
Procedure: adiposity surgery.according to the reporter: part of the trocar sheat broke off. No patient injured, no extension of incision or surgery time, no blood loss, no tissue damage, no change of procedure, and no part fell into cavity, no reinforcement material used.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)